Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger was resetting) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was contamination on the battery pca and a shorted u13 cmos flash microcontroller. The damage microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.